Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. Review of the device log observed evidence of multiple instances of battery connecting and disconnecting, as well as a power off event with payload one; which is an indication of a power off due to power disconnect. This could include, battery pull or ac pull with no battery. The device was put through extensive trouble shooting without duplicating a malfunction. Visual inspection observed evidence of pogo pin grinding within the battery connection assembly. The battery connection assembly was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.